Manufacturer narrative:
Source: (B)(6).

Event description:
Information was received indicating that during use of the cassette the pump started beeping loudly and then would run, but after a while it stopped running and alarmed "no disposable." It was reported that patient was being treated in homecare for pulmonary arterial hypertension. No adverse patient effects were reported.